Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter shaft break occurred. A 10/3.00 flextome cutting balloon was selected for use. During preparation, when they pulled the flextome balloon out of the hoop to press it, it was noted that there was a kink in the shaft about 4-6 inches from the hub. The device was not used into the patient's body. When the balloon was put back in the hoop, it was further noted that the shaft completely broke in two. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified a complete break in the hypotube of the device. A kink on the hypotube was also identified located approximately 60mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was tightly folded indicating that the balloon had not been subjected to positive pressure. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. A 10/3.00 flextome cutting balloon was selected for use. During preparation, when they pulled the flextome balloon out of the hoop to press it, it was noted that there was a kink in the shaft about 4-6 inches from the hub. The device was not used into the patient's body. When the balloon was put back in the hoop, it was further noted that the shaft completely broke in two. The procedure was completed with another of the same device. No patient complications were reported.